Event description:
It was reported that the force feedback fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi did not receive the product involved with this complaint to perform failure analysis.